Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control determined that the cause of the reported issue was that a capacitor, designator c157, on the analog pcb assembly had process residue which electrically shorted one section of the capacitor. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the readiness display. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would not detect that a ventricular fibrillation (vf) ECG waveform was shockable.